Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, the first three to five centimeters from the pin there was a breach in insulation that appeared to be caused by a suture during closure of the pocket. It was also reported oversensing noted in the atrial channel. The atrial lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.